Manufacturer narrative:
Based on the claim against the product by the customer noting that an instrument was stuck on the universal surgical manipulator (usm), an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced usm 3 to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: an intuitive field service engineer confirmed the reported issue that occurred during the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that a large clip applier instrument was stuck on arm 3 of the patient side cart (psc). The intuitive surgical inc. (Isi) technical support engineer (tse) found no related errors in the logs. The customer reported that they were not grasping onto any tissue, but the large clip applier instrument was stuck on the arm when they were trying to remove it. The customer attempted to use the emergency wrench, but there was no tissue to release. The tse had the staff attempt to use the emergency wrench to press in the sterile adapter tabs, but they were not able to do so. The surgeon opted to remove the cannula, arm, and instrument away from the patient. There were no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument had to be pried from the arm the following morning in order to be free. The suspected arm has since been replaced. The patient's demographic information was not available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The reported complaint was confirmed via the error logs,. The universal surgical manipulator (usm) was tested on the system using the following instruments: fenestrated bipolar forceps, camera and, large needle driver. The unit was tested on a testing platform and it passed all required tests. The reported failure could not be reproduced during in house testing. Error logs recorded an error 22020 and 22008 pointing to degree of freedom 5 and 8. During visual inspection of the usm and carriage no signs of fluid intrusion was found. There was rust on the gearbox dof 5. The customer's reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.